Manufacturer narrative:
The reported event of lead could not be fitted in multiple connector sleeves was confirmed. As received, a complete lead was returned for evaluation along with 4 connector sleeves. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) device, but failed insertion test into the test is-4 connector sleeve as well as the 4 associated returned connector sleeves. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events. Dimensional analysis of the 4 returned is-4 connector sleeves were within product specifications. The connector pin diameter was verified to meet specification.

Event description:
It was reported that during implant their was a failure to advance the left ventricular (lv) lead into the connector sleeve and a failure to connect the lv lead into the port of the ICD. The physician elected to remove the lv lead and implant a new one. The patient condition was stable.